Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
At the time of a percutaneous coronary intervention (pci) stenting procedure, the 6f 100 cm vista brite tip judkins right 4 (jr4) guiding catheter was found to be" unbuttoned" (dislodged) at the proximal handle of the catheter and leaking contrast. The operator continued the procedure with a new product of same lot and catalog number. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. Prior to use the guiding catheter lumen was flushed with heparinized saline solution. There was no damage noticed to the hub. A picture of the device was requested; however, one is not available. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
At the time of a percutaneous coronary intervention (pci) stenting procedure, the 6f 100 cm vista brite tip judkins right 4 (jr4) guiding catheter was found to be" unbuttoned" (dislodged) at the proximal handle of the catheter and leaking contrast. The operator continued the procedure with a new product of same lot and catalog number. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The guiding catheter lumen was flushed with heparinized saline solution prior to use. There was no damage noticed to the hub. One non-sterile 6f .070 jr 4 100cm was received for analysis. During visual analysis, the unit¿s body did not present with any anomalies. A high magnification analysis using sem equipment was completed on the hub to evaluate the reported defect. A crack with fatigue striation and elongation patterns was observed within the wall of the separation. The reported ¿luer hub - separated¿ was not confirmed. A separation to the luer hub was not observed. However, the reported ¿luer hub - cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The elongation and fatigue striation patterns found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.